Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - no femoral angiogram was taken. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in a femoral vein via 6fr sheath using the preclose technique prior to an mitraclip interventional procedure. The sheath was upsized to 24fr and the mitraclip procedure was completed. Reportedly, in attempting to advance the knot of the suture at the 10 o'clock position with the knot pusher, the knot could not be advanced to the vessel wall. An attempt to advance the knot of the suture at the 2 o'clock position with the knot pusher could also not be advanced to the vessel wall. It appeared that the sutures of the two proglide devices had been placed (deployed)in the intracutaneous tissue. Manual arterial compression was applied to achieve hemostasis. A pressure bandage was also placed for 8 hours for safety. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.